Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited capture anomaly. The lead was capped and replaced. No patient symptoms or additional information was reported.

Event description:
New information received noted that the patient had experienced diaphragmatic stimulation in 2016 before the lead was capped. No additional information was available.